Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple ophthalmic hydrodissection cannulas were blocked. The problem was solved by using loose cannulas. There procedure details were not provided. There was no patient involvement. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).